Event description:
It was reported that the patient's cardiomems pillow was causing the implantable cardioverter defibrillator to oversense. The implantable cardioverter defibrillator was explanted on (B)(6) 2023. There were no patient consequences.